Event description:
Customer had her ear pierced on 08/25/97 with the inverness ear piercing system in a retail store. She was treated for an infection of the piercing site on 09/09/97 and was administered antibiotics.